Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed. Based on the information received, the cause of the reported cardiac perforation could not be conclusively determined. Per the IFU, cardiac perforation is a known risk during the use of this device.

Manufacturer narrative:
Additional information was received confirming details of the adverse event, and the lot number was confirmed to be #10101102. Additionally, the a code was updated to optical problem.

Event description:
During a pulmonary vein isolation procedure, the left atrial appendage was perforated requiring emergency surgery. Mapping was done in the left atrium and then proceeded with wide area circumferential ablation on the left side. After 3 to 4 ablation applications the patient became hypotensive. Fluoroscopy confirmed a cardiac perforation on the left side near the left atrial appendage. The patient's chest was opened, and cardiac surgeons closed the perforation. The patient is now recovering but is scored as a 9 on the glasgow coma scale. Additionally, during the procedure physician noted there was no arrow to show the contact force.

Event description:
During a pulmonary vein isolation procedure, the left atrial appendage was perforated requiring emergency surgery.